Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient had fallen on the ice on (B)(6) 2010 and the lead became dislodged. The lead was explanted and replaced.